Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation and the investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the patient head restraint brackets, and the top, motor and encoder covers were cracked. Additionally, a hole was observed on the load plate cover and the screws were missing. The autopulse platform is a reusable device and was manufactured on 12/21/2006. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform archive was performed and user advisory (ua) 7 (discrepancy between load1 and load2 too large), user advisory 18 (max take-up revolutions exceeded), and user advisory 2 (compression tracking error) messages had occurred on the first compression. During functional testing, the platform passed all functional tests without displaying any user advisory messages or faults. In summary the customer's reported complaint the reported complaint of "lifeband would not retract" was confirmed during archive review. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. During the date of incident report, there were multiple user advisory 7 (discrepancy between load1 and load2 too large), user advisory 2 (compression tracking error occurred on the first compression), and user advisory 18 (max take-up revolutions exceeded) messages observed in the archive log. All the uas occurred during the take-up with max load sum reading at 0 value and there were no cycle compression initiated. These uas typically occurs during the take-up, as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest). The load sensors do not detect the expected increase in load indicating that the patient wasn't aligned on the platform evenly or possible movement of patient or platform. The load cell characterization test confirmed both load cell modules were functioning within the specification. A run in test was performed with a 95% patient test fixture with multiple test batteries until discharge and no error messages or faults were displayed on the platform. The autopulse passed all the testing and meets all required specifications. In conclusion the root cause of the complaint is potentially due to the patient not positioned centrally on the platform. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Autopulse user guide instructs the user to position the patient so that he/she is centered laterally (from left to right) and that the armpits are aligned with the autopulse using the yellow line positioning guides on the platform.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Note that death is an expected outcome for ohca. Mortality of out-of-hospital cardiac arrest (ohca) is high. In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. (Mozaffarian, circulation, 2016).

Event description:
The emergency medical team (emt) responded to a call regarding a (B)(6) male, at his place of residence, experiencing cardiac arrest. A family member had found the patient in cardiac arrest. It is not known if bystander CPR was performed. No other agency was on the scene when the responding emt arrived. The team did not see any signs or symptoms of trauma to the patient. The team immediately began manual CPR. At an unknown time later the team decided to switch to the autopulse platform. The patient was placed on the platform without any issue. However, after powering on the platform, the lifeband would not retract. The crew did not observe any error message on the platform. The team made several attempt to get the autopulse platform to work; however, eventually moved the patient to their backup autopulse platform without any issue. According to the reporter, after the team tried for 20 minutes (from the start of manual CPR to the time the second device was used) to revive the patient, the team's field physician pronounced the patient. The patient did not achieve return of spontaneous circullation (rosc). The cause of death is not known. Per the customer, the patient's demise was not related to the autopulse platform and clarified the patient had already expired prior to using the initial autopulse platform. The customer did not attribute patient death to the autopulse platform.